Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester noticed that the vasoview hemopro tissue welder was not working properly. When she pulled the device out of the patient's leg, she noticed that it was overheating and saw a blue flame at the tip. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B) (4).